Event description:
It was reported the patient is experiencing pain over her scs ipg pocket site which most often occurs when pressed or the patient is sitting in a chair. The patient is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.